Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure at the second inflation under radiation with adaptation to the vessel wall (a. Carotis communis) suddenly the contrast agent spilled out of the balloon (subject device). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter was found to be kinked/bent in multiply areas. During a functional test the balloon could not be inflated due to leakage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the visual inspection. It was reported that the first inflation was correct. At the second inflation under radiation with adaptation to the vessel wall (a. Carotis communis) suddenly the contrast agent spilled out of the balloon. As per the additional information, the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was not inflated over nominal pressure or excessive pressure used and the balloon was able to be successfully inflated during preparation. The device was returned, and it was confirmed that the balloon was leaking and the balloon catheter shaft was kinked. It is probable that the balloon was damaged during the clinical procedure, causing the reported events. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿balloon leaked during use¿ and to the analyzed ¿balloon catheter kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure at the second inflation under radiation with adaptation to the vessel wall (a. Carotis communis) suddenly the contrast agent spilled out of the balloon (subject device). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.